Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. X-rays were provided and reviewed by a health care professional. Review found periprosthetic lucency along the undersurface of the cement adjacent to the medial tibial plate could represent loosening if it is a new finding compared to prior examinations. Overall fit and bone quality appears normal. Slight valgus alignment of the knee is suspected. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).   Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs have been submitted for this event. Unknown femoral component. MDR- 0001822565-2020-03523. Unknown bearing. MDR- 0001822565-2020-03524.

Event description:
It was reported by the 411 group the patient underwent an initial total knee arthroplasty on an unknown date. Subsequently the patient has been indicated for a revision, however, a revision has not been reported. The sales rep was inquiring about implant identification.